Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00777. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device ¿ 4 days. Manufacturer's investigation conclusion: a direct correlation between the device and the patient¿s expiration cannot be conclusively determined. The cause of the elevations in pump power and estimated flow was not determined. The hm ii lvas IFU lists bleeding, thrombus, and hemolysis as adverse events that may be associated with the use of the hm ii lvas and outlines the indications of thrombus, as well as how to respond to such events. This document also provides information regarding recommended anticoagulation therapy. The IFU explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document has information that covers all visual/audio alarms and what action(s) should be performed when they occur. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient recently underwent a pump exchange on (B)(6) 2018 for elevated lactate dehydrogenase (ldh). On (B)(6) 2018 and again on (B)(6) 2018, the customer submitted log files for review due to observation of elevated powers and flows. Log file analysis completed by the manufacturer¿s technical services representative revealed intermittent power and flow elevations. On (B)(6) 2018, it was reported that the cause of the elevated powers and flows had not been determined; however, thrombus was suspected. On an unspecified date, the patient was started on heparin and aspirin, but heparin was held for a period of time due to a large bleed around the liver. On (B)(6) 2018, the patient¿s ldh was 3300 u/l. The patient was on dialysis and was too sick for any surgical procedure. No further information was provided. On (B)(6) 2018, it was reported that the patient continued to have elevated power and flows despite the pump exchange. The lactate dehydrogenase (ldh) was 3000 u/l. The patient continued to have low hemoglobin despite administration of blood products. Reportedly loss of kidney function due to acute kidney injury (aki) was requiring dialysis. Eventually, the patient became unresponsive and severely hypotensive despite vasoactive agents. The family decided to withdraw care, and the lvad was disconnected. On (B)(6) 2018, the patient expired. The cause of expiration reported to be cardiopulmonary failure. An autopsy was declined; so the pump will not be returning for evaluation. Lvad clinicians were unsure if the event was related to patient condition or thought to be due to a device issue. No further information was available.